Event description:
During an implantation attempt, difficulties were obtained by the physician while inserting a guidewire through the subject lead. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: the cause of the blockage as described by the physician in this case was determined to be attributed to apparent damage sustained to the guidewire utilized by the physician during the implant attempt. No manufacturing defect or damage to the lead was identified during the investigation, which could have contributed to the issue, and appropriate passage of two types of new guidewires was confirmed during the analysis.